Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was greater than 300 mg/dl during the first reported alarm 19 event, which was addressed with a correction via the pump. The customer's bg level was not impacted during the second alarm 19 event. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin.